Event description:
Customer reported a blood glucose result of hi, which on the inform system indicates a result in excess of 600 mg/dl, on the inform system, and a lab result of 128 mg/dl, within 10 minutes. Caller stated that nurses at this facility often store strips outside of capped vial, then return to vial. Manufacturer's labeling instructs storing strips in tightly capped original vial; improperly stored strip may produce erroneous results. It is unknown if the strips used in this incident were improperly stored. Customer reported the pt was given insulin based meter on results. No adverse event reported. A request was made for the return of the system, replacement was sent.